Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment that the external pulse generator (epg) had broken connectors. It was also determined at analysis that the hanger was broken. Battery depletion was normal, firmware was updated and the software was installed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg) had broken connectors. The epg was returned to service. No patient complications have been reported as a result of this event.